Event description:
It was reported that the pt experienced increased symptoms on the right side of his body and visited the hosp on (B)(6) 2011. All electrodes showed high impedances. X-rays revealed a disconnection of the lead and extension. During a revision to replace the extension on (B)(6) 2011, it was confirmed the extension was "broken away". Impedance issues did not resolve following replacement of the extension. The neurostimulator was also replaced; however, the impedance issues still did not resolve. Visual observation suggested lead damage. On (B)(6) 2011, a second revision was conducted to replace the lead. Post revision, all impedances were within normal limits and the pt recovered.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.